Manufacturer narrative:
(B)(4). Device passed the self test, sleep current measurement, active current measurement and displacement test. Device received with normal operating currents. No unexpected power loss alarm noted. Device monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 300 mg/dl. The customer states the reservoir does not show signs of damage. The customer states that very deep, scratches on the lcd screen. The customer states they cannot read the display. The customer also stated that display is blank currently and insert battery alarm did not display on the pump screen. The customer states the contacts on the battery cap are missing. The insulin pump received power loss alarm. The customer was able to successfully clear the alarm. The customer did not receive request to rewind pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan . The insulin pump will be returned for analysis.